Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported that they had issues with the infusion set. Customer's blood glucose level was 500 mg/dl. The insulin pump had a visible stretch on the screen. The insulin pump alarmed no delivery several times. The device was not returned.